Manufacturer narrative:
A review of the photo is pending. When the investigation is completed a follow up will be completed.

Event description:
A pump came back from preventative maintenance (pm)  with battery failures. The  pn sub0000864 ICU medical battery (lot number 220510v23) gave a battery alarm and when they checked the battery, it was leaking from the top, plus the positive was shorted out/corroded   the battery with the issue was installed on 12-jan-2023. (I would personally leave the photo part out till investigation, just a picky thing I do.)  There was no patient involvement and no harm.

Manufacturer narrative:
A photograph was provided by the customer showing the area of the defect. Review of 12-month service history and event history/alarm logs: no device was returned to the service hub for analysis and evaluation. Probable cause is battery.